Manufacturer narrative:
The universal oscillating saw attachment was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that all of the teeth are broken on the universal oscillating saw attachment. There was no pt harm; however there was a delay in surgery for approximately 1-2 hours. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.